Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 ipg implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that one day after implant, the patient felt pain during inspiration due to a micro-perforation from the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.